Event description:
It was reported that the tandem bipolar straight handle broke while dr. (B)(6) was impacting the trail head. I would like a replacement. No injuries or delays reported.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned tandem handle confirmed the stated failure mode. The plastic handle fractured and all pieces were returned. A failure mode was not provided for the housing reamers. The reamers were very worn / dull, to the extent that the markings were no longer visible. The tandem handle was manufactured in 2004 and exhibits signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.